Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had ineffective therapy due to improper placement of the right lead. As a result, the lead was replaced via surgical intervention on 01jul2024. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.